Manufacturer narrative:
B3: bsc aware date updated. B5: information added. H6 impact codes added: imaging required and hospitalization or prolonged hospitalization.

Event description:
Reported via patient call center. It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. About six (6) months post index procedure, the patient had a cva. Medication was given in response to the cva. No further details were provided. It was further reported the patient received tenecteplase (tnkase) medication in response to the cva. A computed tomography (CT) scan was performed during the hospitalization, which showed the cva was ischemic, located in the left cerebral middle artery. The patient had been on dual antiplatelet therapy (dapt) after the laa closure procedure, and now was on eliquis post cva. The patient was discharged.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center it was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. About six (6) months post index procedure, the patient had a cva. Medication was given in response to the cva. No further details were provided. It was further reported the patient received tenecteplase (tnkase) medication in response to the cva. A computed tomography (CT) scan was performed during the hospitalization, which showed the cva was ischemic, located in the left cerebral middle artery. The patient had been on dual antiplatelet therapy (dapt) after the laa closure procedure, and now was on eliquis post cva. The patient was discharged.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown.

Event description:
Reported via patient call center. It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. About six (6) months post index procedure, the patient had a cva. Medication was given in response to the cva. No further details were provided.